Manufacturer narrative:
Evaluation results: one cadd legacy 1 pump was received for investigation. There were scratches on the lens. The customer's reported problem regarding "error code 55" was able to be replicated. Upon power up of the pump, the pump alarms "service due". The clock record indicated that the clock days were past specification. The clock battery was replaced as service maintenance measure.

Event description:
Information was received indicating that a smiths cadd-legacy 1 is not working and displayed a message with code 55. It was further reported that the infusion was life sustaining drug. Patient used the backup pump to resume therapy. There was no reported injury to the patient.

Event description:
Information was received indicating that a smiths cadd-legacy® 1 is not working and displayed a message with code 55. The patient used the backup pump to resume therapy. There was no reported injury to the patient.